Event description:
It was reported that, patient showed up in doctor's office with severe groin pain. After taking x-ray the doctor concluded that the cup had shifted and was loose. He then decided to revise the cup. Intraoperatively it was determined the patient had an elevated white blood cell count. The surgeon decided the patient had an infection, which likely caused the cup to loosen.

Manufacturer narrative:
The following other hip devices were also listed in this report: modular dual mobility insert, cat# 626-00-42e, lot# 37379701. Unitrax modular endo head 42 mm, cat# 6942-5-042, lot# 36747701. Restoration adm x3 ins 28/48, cat# 1236-2-848, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision infection. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.